Event description:
On (B)(6)2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed unexplained power on resets. The battery compartment threads were stripped, and the returned battery cap threads were stripped. The battery cap was unable to fully secure to the pump. The power reboots were duplicated. A test battery cap was used to secure to the pump, and maintain an electrical connection. A test battery cap was used to successfully complete 24 hour testing. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.